Manufacturer narrative:
N/A.

Event description:
DOCTOR REPORTED LOSS OF INTEGRATION, SWELLING AND PERI-IMPLANTITIS AT TOOTH SITE 24. LOSS OF INTEGRATION AFTER 10 YEARS.

Event description:
Doctor reported loss of integration, swelling and peri-implantitis at tooth site 24. LOSS of integration after 10 years.